Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (18) years since the subject device was manufactured. Based on the results of the investigation, the probable cause for the reported events is due to the accumulation of dust on the scope socket, telecommunication is not conducted normally, and the resulted in: ¿the image flickers¿ ¿error code b30¿ and the ¿video connector cannot be connected¿ occurring. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the xenon light source exhibited a b30 communication error. There were no reports of patient involvement.